Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that while in the select patient screen, a manufacturer representative had just closed the embedded digital intercommunication of medicine (dicom) query retrieve (q/r), the system unexpectedly exited. There was no patient present when this issue was identified.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. The logs and core files were reviewed but provided no additional insight regarding the cause of the reported complaint. If information is provided in the future, a supplemental report will be issued.